Event description:
Pump was reported to have a cartridge change error. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to customer's blood glucose level. Customer noticed a difference in o-ring sizes between cartridges and successfully completed load process with smaller o-ring, allowing them to resume insulin delivery.